Event description:
It was reported that the patient had a complex medical history and was reported to be wearing the op5 system at the time of death. The patient's husband reported at the time of his wife passing the patient experience low blood glucose (bg) levels (exact bg levels was not provide). Patient history includes the use of fast acting insulin in addition to use of the omnipod 5 system. While the patient expired while using the op5, there is no allegation of device malfunction or contribution to the event.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. No lot release records were reviewed, as the product lot number was not provided.